Event description:
It was reported that during a low anterior resection procedure, the blue spike was used to pierce the bowel and there was difficulty getting the spike out. Then the surgeon could not get the device to attach to the anvil. Another device was opened to use the anvil. Once the new anvil was placed, the device fired properly. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. Additional information: the analysis results found that one cdh25 anvil was received with the tip of the ancillary trocar lodged inside of it and with the locking springs scratched, indicating that the anvil was grasped by the locking springs when attempting to remove the ancillary trocar. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. To detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No batch record review could be performed as no lot number or batch was provided.